Manufacturer narrative:
P-cap locked in place properly during testing. Device alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace pin. Device passed the displacement test. The following were noted during visual inspection: missing display window cover, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm after performing a self test. Customer stated there was a crack on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.